Manufacturer narrative:
Data reviewed indicated that the sample generated a robust positive curve for sars-cov-2 without any identification of instrument or reagent issues. Furthermore, the discrepancy between the first and the second liat® results could have the following possible explanations: sample mix-up, non-homogeneous sample, and, or more cells were picked during the initial testing, other sample handling issues including off-label collection kit use. As per the customer's request, the instrument was returned. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The initial sample was run on the cobas® liat® system and generated sars-cov-2 positive, influenza a negative, influenza b negative. The same sample was repeated with another liat® system and generated negative results for all the 3 targets. A further repeat of the same sample was run on an unknown platform and the results were also negative. According to the customer, the initial positive result was questioned since the patient was previously tested negative that same day with a different sample. The results were reported to the patient and or/ medical personnel. No harm is alleged. An investigation was conducted to evaluate the customer¿s allegation.